Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided investigation summary: a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown completely out of its original package. The device's needle shows deformed. No other anomalies were noted. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device is not in its original package. The plates are already deployed and they were not returned. The device's needle was found deformed. No other anomalies were noted. Manufacturing investigation result for truespan 24 degree peek: during the manufacturing process of truespan family of products a go/no-go gage is used to confirm the correct angle of the needle is being used. This gage will not permit the associate use a needle that does not conform with the requirements. In-process quality inspection (ipqa): procedure states that an in-process inspection must be performed as follows: take a sample of nine (9) in-process parts prior to the sealing stage. These samples must be taken randomly from the whole lot. The lot is accepted if no defects are observed on the samples taken (c=0). This inspection must be performed in accordance with visual standards from procedure. Risk assessment and quality systems data analysis: defect ¿deformed needle¿ is not found in pfmea. Nevertheless, the incorrect angle is considered in the approved version of pfmea where the control of using the go/no-go gage will also detect any deformed needle that does not comply with the angle requirements. There are no capas, ncs, or complaints related to ¿deformed needle¿ in truespan. Regardless of having no CAPA for deformed needle, there is open CAPA where actions to detect and prevent issues related to issues with the angle of the truespan device being manufactured are being addressed with corrective actions. Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to deformed needle. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. Root cause cannot be linked to manufacturing since there are in process controls to prevent and detect this defect. Additionally, the information provided by the complaint shows that the device was used or manipulated. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Conclusion: based on the information presented under this investigation, it is confirmed that manufacturing process has stablished validated procedures which are designed to prevent and detect this defect. Based on the data reviewed, no CAPA is deemed necessary, continue to monitor. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be deformed, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during an arthroscopy procedure, the needle of the truespan 24 degree peek device was found to be deformed upon opening the packaging. It was stated that the device was not utilized. During in-house engineering evaluation, it was determined that the device was deformed/bent. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.